Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded an electrogram with very wide signals. There was over sensing noted and low evoke response. Right ventricular lead thresholds were successful and the right atrial lead impedances were within range. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker recorded an electrogram with very wide signals. There was over sensing noted and low evoke response. Right ventricular lead thresholds were successful and the right atrial lead impedances were within range. No adverse patient effects were reported. At this time the pacemaker has been explanted and returned for analysis without any additional allegations. The device was returned with a form from an assistant medical examiner indicating the patient passed away on (B)(6) 2023, the date a health care professional (hcp) had first contacted technical services about the egm with the very wide signals. It was suspected odd looking egm was due to the patient having passed away. There is no evidence to suggest the device contributed to the patient's death.